Event description:
It was reported that, "a revision surgery was performed in 2009. During surgery, surgeon removed femoral head from stem taper and indicated that he did not feel comfortable putting a new femoral head back on this taper due to its unusual appearance. Femoral revision surgery was then performed.